Event description:
Caller reported a malfunction on the pump with a malfunction code displayed; however, no notable events occurred prior to this. The customer's blood glucose level did exceed normal limits, but a specific value was not provided. The customer used the pump to administer a correction bolus to address the high blood glucose. No assistance from a third party was required. Technical support assisted the caller with resetting the pump, as this was the first report of the malfunction within 24 hours, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.

Event description:
Caller reported a malfunction on the pump with a malfunction code displayed; however, no notable events occurred prior to this. The customer's blood glucose level was 414 mg/dl. Technical support assisted the caller with resetting the pump, as this was the first report of the malfunction within 24 hours, and the issue did not recur after the reset.